Event description:
Information received by medtronic indicated that the insulin pump had partial display and keypad unresponsive or button error. Customer stated that they were unable to go to bolus and did the self test, block was off and plane mode. No harm requiring medical intervention was reported. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.